Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: blood pump.additional text: heartmate ii stopped secondary to clots in the rvad and ECMO circuit.specific component(s) involved: pump drive unit malfunction.additional text: heartmate ii.causative or contributing factor: no specific contributing cause identified.intervention(s): none.type: lvad.